Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection showed it had a bubbled dso seal. This confirmed the customer's reported failure, and the root cause was the degraded dso seal. As a result, the dso seal was replaced, and the device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed a recent performance test and was found to have a delivery volume 8% lower than normal. There was unknown patient involvement and unknown patient harm/adverse event reported.